Event description:
Customer reported an issue involving the incorrect time settings on their device. Customer's blood glucose level was 20 mg/dl. To address the low blood glucose level, the customer used transcend gel packs and received assistance from emts, who administered glucagon. No injuries were reported from the event. Technical support helped update the pump time and advised monitoring and reporting any recurring time discrepancies.